Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) a high current drain condition was found during device analysis. Electrical analysis found the cause of the high current drain to be current leakage in the battery filter capacitors. (B)(4) no anomalies found, but blood noted on distal conductor; full lead returned and analyzed.

Event description:
It was reported that there was premature battery depletion. The device was explanted and replaced. It was also reported that there was no capture on the left ventricular lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.